Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic) counts. As well, it was noted that there was lead failure predictor alerts, which were false triggers due to multi-fo cal/polymorphic ventricular tachycardia (vt) with no oversensing or impedance anomalies. The lead alerts were turned off and the lead remains in use. No patient complications have been reported as a result of this event.